Event description:
The user facility reported a 63-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that after impella cp placement there was sluggish flow down to the impella accessed limb. The cold limb/ischemic prompted premature explant. The groin site was closed by contralateral leg balloon tamponade and the patient was reported as stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.